Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/05/2025, an arthrex subsidiary employee reported via email that an ar-1588rt-2j tightrope ii rt could not be shortened when the adjustable suture was pulled. Eventually, the adjustable suture broke, rendering the product unusable. The broken suture was retrieved from the patient, and the case was completed using another ar-1588rt-2j tightrope ii rt. This issue was discovered during an acl reconstruction procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 08/13/2025: there was no significant delay reported and no additional anesthesia administered. No adverse effects were reported.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, excessive force used during suture passing/tightening /tensioning and/or incorrect surgical technique during use.